Manufacturer narrative:
The reported event of high impedance was confirmed. As received, the octrode lead a had all its internal wires broken, that would cause high impedance. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected to while in vivo.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include:common device name: scs lead, model:3186, UDI: (B)(4), serial: (B)(6), batch:5663467.

Event description:
It was reported that impedance test showed that patient¿s one of the leads had high impedances resulting in ineffective therapy. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. Reportedly, effective therapy was restored post op. Investigation was unable to determine which of the leads had high impedances.